Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) as noted on two stored episodes. Additionally, high thresholds were observed on the left ventricular (lv) lead. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.